Event description:
Procedure: cystectomy. According to the reporter: in the framework of each single firing, two clips were fired, the first one applied as expected; while the second fell from the unit. One clip was not retrieved.

Manufacturer narrative:
(B)(4).